Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red rash under the therapy electrodes. The patient's physician allowed the patient to remove the device and recommended an anti-itch cream. The outcome of the irritation is not known as follow-up attempts were unsuccessful.